Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump is experiencing a shortened battery life. No additional information was provided. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s history shows no alarms or warnings related to a shortened battery life issue. There was no evidence of damage or moisture ingress to the battery compartment and cap. The electric draws were found to be within specification. There was no evidence of moisture within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.